Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient had a driveline infection that tested positive for bacterial staphylococcus aureus. The patient also had a surgical site infection (chest wound) that tested positive for bacterial enterococcus. The patient was hospitalized and their medication was changed to vancomycin and cefepime. The infections resolved.

Manufacturer narrative:
The patient remains ongoing on pump support. Information reported that the patient¿s infections resolved on (B)(6) 2016 and no additional events have been reported at this time. A direct correlation between the report of infections and the device could not be determined through this evaluation. The instructions for use lists infection (including driveline and local infection) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.